Event description:
It was reported that pt underwent total knee arthroplasty in 1999. Revision procedure was performed in 2005 for reasons unknown.

Manufacturer narrative:
A retrospective review of file was performed on 10/09/07. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements. Current info is insufficient to permit a conclusion as to the cause of the event.